Event description:
Boston scientific received information that this device indicated 1.5 years of longevity remaining. Eight months later, the device had declared end of life (eol). The patient complained of being tired, which is likely pacemaker syndrome based on programming of vvi 50. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the elective replacement time (ert) declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.